Event description:
It was reported to Philips that the system failed to start at 0:00.The system was not in clinical use at the time of the event. No harm to the patient or user was reported.Philips has started an investigation of this complaint.